Event description:
Additional information received from reporter on 24-aug-2024, for mw5158710. Dexcom g6 activated on (B)(6) 2024; inserted on (B)(6) 2024. Dexcom g6 sensor inaccuracy: at 7:35 am g6 reading 163, finger stick reading is 134. That is a mard (mean absolute relative difference) of 21.6%, which is outside the allowed 20% range. At 7:35am g6 was reading 172, finger stick reading was 135, that is a mard of 27.4%. What the actual (profanity) dexcom? How is your (profanity) device so off and just staying off? Was it over a 20% mard all night? What exactly is it measuring that it would allow its algorithm to get so (profanity) up? (Profanity) dexcom.

Event description:
Dexcom g6 sensor inaccuracy: 6:17am g6 reading 113, finger stick reading is 76. That is a mard of 48.7%, which is outside the allowed 20% range.

Event description:
Additional information received from reporter on 8/29/24 for report mw5158710. Dexcom g6 sensor inaccuracy: 7:37am g6 reading 104, finger stick reading is 151. That is a mard of 31.1%, which is outside the allowed 20% range.